Manufacturer narrative:
(B)(4). Eval: results: (aortic dissection), lack of info (aneurysm and vessel morphology are unk, unk cause of dissection). Conclusion: lack of info (aneurysm and vessel morphology are unk, unk cause of dissection).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm on an unk date. Aneurysm and vessel morphology leading to this event were not reported. It was reported that the stent graft was explanted due to a dissection which occurred at the distal portion of the stent graft. The explanted stent graft was not returned. No add'l clinical sequelae were reported and the pt is doing fine.